Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched shaft was able to be confirmed. The reported difficulty to deploy was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Clarification: at the end of the procedure, intravascular ultrasound (ivus) was performed, which confirmed that the stent was not fully apposed to the vessel wall; therefore, further dilatation was performed to appose the stent. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending artery with heavy tortuosity and calcification. The 2.25 x 28 mm xience alpine stent delivery system (sds) was advanced without issue and inflated to nominal pressure, 18atms atmospheres (atm) and then to 20 atm. The stent was confirmed to be fully apposed to the vessel wall. When an attempt was made to remove the sds, resistance was felt with the guide wire lumen of the sds and the guide wire. The sds could not be removed by itself; therefore, the sds and guide wire were removed as a single unit. After removal, it appeared that the proximal balloon portion was stretched. The deployed stent implant was not fully apposed to the vessel wall; therefore, additional dilatation was performed. Further dilated with a balloon catheter. No additional information was provided.